Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Customer addressed high blood glucose by administering a correction bolus via the pump and resumed insulin